Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially questioned progesterone results. Additional data was provided for a patient sample that was erroneous when tested for elecsys dhea-s (dhea-s). The erroneous results were reported outside of the laboratory. The specific date of event could not be provided by the customer. The initial dhea-s result was <0.003 umol/l. This result was reported outside of the laboratory where it was questioned by the doctor. On (B)(6) 2016, the sample was repeated and the result was 2.5 umol/l. The sample producing the dhea-s results was run in an aliquot tube which had a measured diameter of less than the 13 mm specification. No adverse event occurred. The dhea-s reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site on (B)(6) 2016. Testing was performed by the fse and high calibration signals were identified. The fse also noted multiple sample preparation issues. The customer allows sample tubes to clot for 10-20 minutes and are spun at 6800 rpm for 10 minutes. Based on the tubes the customer is using, samples should clot for at least 30 minutes. The samples should be spun at 1300-2000 g rcf for 15 minutes. Aliquoted samples loaded onto the instrument had large droplets of serum on the inner walls of the containers. Many of the aliquot samples did not contain the minimum sample volume requirement of 600 ul. Based on the information available for investigation, a sample issue is a potential root cause for the discrepant results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A general reagent issue is unlikely. An issue with the instrument or the sample is the likely root cause since multiple instrument and pre-analytic issues were identified at the customer site.